Manufacturer narrative:
A user facility medwatch report was received with the date of event as 01/02/2023. After confirmation from the account the date of event was corrected from 01/01/2023 to 01/02/2023.

Manufacturer narrative:
Zoom 35, zoom 55 and competitor stent retriever were returned for analysis. The zoom 88 access catheter was not returned for evaluation. The zoom 35 was returned with a distal segment of the outer jacket and marker band detached. The detached distal segment was found wrapped and tangled in the expanded frame of the stent retriever. The zoom 55 was returned with the distal tip marker band damaged. The exact root cause of shaft breakage could not be determined. The manufacturing records of the zoom 35 and zoom 55 were reviewed and demonstrated the products met all the design and manufacturing specifications.

Event description:
A 93-year-old patient was undergoing a thrombectomy procedure to treat an occlusion at the m2 segment. During the first pass, zoom 88 access catheter was advanced to the cavernous internal carotid artery (ica). The physician successfully navigated zoom 55 and zoom 35 over a guidewire to the face of the distal occlusion. The physician reported that when she removed the zoom 35, the distal portion of the catheter was missing. Imaging showed that the distal portion of the zoom 35 catheter was in the m2 segment. On the second pass, the physician advanced a stent retriever through the zoom 55 and the occlusion. The stent retriever captured the distal part of the zoom 35 from the m2 segment and was removed from the patient's body. The stent retriever did not remove the clot as there was no back flow of blood noted during aspiration. The physician speculated that the clot was very hard and calcified. She examined the zoom 88 afterwards and noted no issues with the device. The zoom 55 distal tip was observed to be damaged (deformed?). She reported there was no resistance felt while advancing the system or when removing the zoom 35 from the zoom 55. The case was completed after the unsuccessful attempt to remove the clot with the stent retriever. The patient was discharged home on (B)(6) 2023, under cmo (comfort measure only).